Event description:
Patient on ventilator error code shutting down in 1 minute appeared, device removed and replaced. Error on vent continued when plugged into wall off patient. Appears to be issue with battery.